Event description:
Patient states that she feels one of her cadd legacy pump sn (B)(4) ((B)(6) 2018) is not functioning as efficiently as her other pump. Patient states she always has more medication leftover in her cassette was above pump compared to her other pump. Pharmacy sent patient another pump. No other information is known. Diagnosis or reason for use: pah.